Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy and prolonged menstrual cycles"), urinary tract infection ("urinary tract infections") and lung hernia ("tear that was expelling air into her chest cavity ") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2015, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia (serious criteria medically significant and clinically significant/intervention required), urinary tract infection (serious criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("severe pain during menstruation"), uterine pain ("severe uterine pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), headache ("headaches") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced lung hernia (serious criterion hospitalization) with chest pain and dyspnoea. The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (cauterization of two nerves to uterus (B)(6) 2016, total hysterectomy,bilateral salp.oophorectomy 6-(B)(6) 2016), surgery and surgery (tear repair (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, abdominal pain lower, dysmenorrhoea, uterine pain, back pain, dyspareunia, vaginal discharge, fatigue, headache, weight fluctuation and lung hernia outcome was unknown. The reporter considered pelvic pain, menorrhagia, urinary tract infection, abdominal pain lower, dysmenorrhoea, uterine pain, back pain, dyspareunia, vaginal discharge, fatigue, headache and weight fluctuation to be related to essure. The reporter provided no causality assessment for lung hernia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was full occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and heavy and prolonged menstrual cycles. She also reported having urinary tract infections and a tear that was expelling air into her chest cavity (seen as lung hernia). Coils were removed approximately two and a half years after insertion. Severe pelvic pain and heavy and prolonged menstrual cycles are anticipated in the reference safety information for essure while the remaining event are unanticipated. Pelvic pain and changes in menstrual pattern, including heavy and prolonged periods, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, based on this information and also based on etiology/physiopathology of the events urinary tract infections and a tear that was expelling air into her chest cavity, the causality for both events was assessed as unrelated. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy and prolonged menstrual cycles/ abnormal bleeding(menorrhagia)"), lung hernia ("tear that was expelling air into her chest cavity") and urinary tract infection ("urinary tract infections") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 2009,( B)(6) 2014)), vision blurred, nauseous, hemorrhage in pregnancy, vomiting, fetal movements decreased and sinus operation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, acute pharyngitis, carpal tunnel syndrome, sinus infection, suffocation, gastroenteritis, sore throat, fever, urethral pain, asthma, cardiovascular disease, unspecified, tobacco user ((current every day)- 0.30 packs/day), bleed in luteal cyst and follicular cyst of ovary. Family history included diabetes (paternal grandmother), hypertension (mother), myocardial infarction (father), ovarian cancer (maternal grandmother), uterine cancer (maternal grandmother), breast cancer and diabetes mellitus. Concomitant products included estradiol, medroxyprogesterone (depo provera) and meloxicam. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced urinary tract infection (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("vaginal yeast infection") with vaginal discharge, migraine ("migraine") and nausea ("nausea"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("severe pain during menstruation"), uterine pain ("severe uterine pain"), back pain ("severe back pain") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced lung hernia (seriousness criterion hospitalization) with chest pain and dyspnoea, mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight decreased ("weight loss"), dizziness ("dizziness"), arthralgia ("hip pain"), suprapubic pain ("suprapubic pain") and abdominal pain ("right lateral quadrant pain"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (cauterization of two nerves to uterus (B)(6), total hysterectomy, bilateral salpoophorectomy (B)(6) and surgery (tear repair (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction and abdominal pain had resolved, the menorrhagia, lung hernia, urinary tract infection, dysmenorrhoea, uterine pain, back pain, fatigue, weight fluctuation, mood swings, vaginal haemorrhage, urinary tract disorder, bladder disorder, weight decreased, dizziness, arthralgia, suprapubic pain, cystitis, vulvovaginal mycotic infection and nausea outcome was unknown and the headache and migraine had not resolved. The reporter provided no causality assessment for lung hernia with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suprapubic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.; in (B)(6) 2015: full occlusion of fallopian tubes undergo an essure confirmation test: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jul-2018: pfs received. Concomitant drugs were added. Events bladder infection,vaginal yeast infection, migraine, nausea and right lateral quadrant pain added. Events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy and prolonged menstrual cycles/ abnormal bleeding(menorrhagia)"), lung hernia ("tear that was expelling air into her chest cavity") and urinary tract infection ("urinary tract infections") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((21may2009,31oct2014)), vision blurred, nauseous, hemorrhage in pregnancy, vomiting, fetal movements decreased and sinus operation. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2013. Concurrent conditions included body mass index normal, acute pharyngitis, carpal tunnel syndrome, sinus infection, suffocation, gastroenteritis, sore throat, fever, urethral pain, asthma, cardiovascular disease, unspecified, tobacco user ((current every day)- 0.30 packs/day), bleed in luteal cyst and follicular cyst of ovary. Family history included diabetes (paternal grandmother), hypertension (mother), myocardial infarction (father), ovarian cancer (maternal grandmother), uterine cancer (maternal grandmother), breast cancer and diabetes mellitus. Concomitant products included estradiol, medroxyprogesterone (depo provera) and meloxicam. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("vaginal yeast infection") with vaginal discharge, migraine ("migraine"), nausea ("nausea") and weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), uterine pain ("severe uterine pain"), back pain ("severe back pain") and weight fluctuation ("weight fluctuation"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced lung hernia (seriousness criterion hospitalization) with chest pain and dyspnoea, weight decreased ("weight loss"), dizziness ("dizziness"), arthralgia ("hip pain"), suprapubic pain ("suprapubic pain") and abdominal pain ("right lateral quadrant pain"). The patient was hospitalized on (B)(6) -2016. The patient was treated with paroxetine hydrochloride (paxil), promethazine, surgery (cauterization of two nerves to uterus apr16, total hysterectomy,bilateral salp.oophorectomy 6-may16), surgery (ablation 26-feb-2016) and surgery (tear repair (B)(6) 2016). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction and abdominal pain had resolved, the menorrhagia, lung hernia, urinary tract infection, dysmenorrhoea, uterine pain, back pain, fatigue, weight fluctuation, mood swings, vaginal haemorrhage, urinary tract disorder, bladder disorder, weight decreased, dizziness, arthralgia, suprapubic pain, cystitis, vulvovaginal mycotic infection, nausea and weight increased outcome was unknown and the headache and migraine had not resolved. The reporter provided no causality assessment for lung hernia with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suprapubic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.; in (B)(6) 2015: full occlusion of fallopian tubes undergo an essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: event: weight gain added. Event onset date added. Treatment drugs added. Surgery ablation added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('heavy and prolonged menstrual cycles/ abnormal bleeding(menorrhagia)'), lung hernia ('tear that was expelling air into her chest cavity') and urinary tract infection ('urinary tract infections') in a 27-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 2009, (B)(6) 2014)), vision blurred, nauseous, hemorrhage in pregnancy, vomiting, fetal movements decreased, sinus operation, hemorrhagic ovarian cyst, sinus operation and carpal tunnel syndrome. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2013. Concurrent conditions included body mass index normal, acute pharyngitis, carpal tunnel syndrome, sinus infection, suffocation, gastroenteritis, sore throat, fever, urethral pain, asthma, cardiovascular disease, unspecified, tobacco user ((current every day)- 0.30 packs/day), bleed in luteal cyst and follicular cyst of ovary. Family history included diabetes (paternal grandmother), hypertension (mother), myocardial infarction (father), ovarian cancer (maternal grandmother), uterine cancer (maternal grandmother), breast cancer and diabetes mellitus. Concomitant products included amoxicillin, estradiol, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), meloxicam and naproxen (naprosyn). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("vaginal yeast infection") with vaginal discharge, migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), uterine pain ("severe uterine pain"), back pain ("severe back pain") and weight fluctuation ("weight fluctuation"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced lung hernia (seriousness criterion hospitalization) with chest pain and dyspnoea, dizziness ("dizziness"), arthralgia ("hip pain"), suprapubic pain ("suprapubic pain") and abdominal pain ("right lateral quadrant pain") and was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2016. The patient was treated with piroxicam (paxil), promethazine, and surgery (ablation (B)(6) 2016, cauterization of two nerves to uterus apr16, total hysterectomy,bilateral salp.oophorectomy 6-may16 and tear repair (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction and abdominal pain had resolved, the menorrhagia, lung hernia, urinary tract infection, dysmenorrhoea, uterine pain, back pain, fatigue, weight fluctuation, mood swings, vaginal haemorrhage, urinary tract disorder, bladder disorder, weight decreased, dizziness, arthralgia, suprapubic pain, cystitis, vulvovaginal mycotic infection, nausea and weight increased outcome was unknown and the headache and migraine had not resolved. The reporter provided no causality assessment for lung hernia with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suprapubic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Computerised tomogram abdomen - on an unknown date: 1. Normal appendix. Unremarkable kidneys without evidence of obstruction. 2. Status post essure sterilization procedure involving the fallopian tubes. 3. Left sided focal eccentric thickening rectosigmoid junction wall. The appendix is fluid on while he is a there is a hyper enhancement of the right and there is a well-formed is a 1 cm this is so subtle. 4. Probable partially collapsed right ovarian cyst with a blush of enhancement just anterior to the ovary. This may represent and closed ovarian cyst hemorrhage with venous stasis draining into the gonadal vein on the right.; on an unknown date: no urinary tract stones or obstruction. Normal appendix. Hysterosalpingogram - in (B)(6) 2015: results: full occlusion of fallopian tubes; on (B)(6) 2015: results: total bilateral occlusion.. Ultrasound abdomen - on an unknown date: suspected right ovarian cyst with prominent enhancement of the right adnexal location seen on CT scan of the pelvis from same date, rlq pain, torsion impression: 1. Negative for ovarian ischemia. 2. Small amount of free fluid in the cul-de-sac. 3. Tiny fluid collection within the endometrial space on the right side of the uterine fundus, likely related to some secretions or blood products. 4. No adnexal mass. Right ovarian simple cyst, likely functional.. Undergo an essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('heavy and prolonged menstrual cycles/ abnormal bleeding(menorrhagia)'), lung hernia ('tear that was expelling air into her chest cavity') and urinary tract infection ('urinary tract infections') in a 27-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2009,(B)(6) 2014, vision blurred, nauseous, hemorrhage in pregnancy, vomiting, fetal movements decreased, sinus operation, ovarian cyst, sinus operation and carpal tunnel syndrome. Previously administered products included for an unreported indication: mirena from 2010 to 1-aug-2013. Concurrent conditions included body mass index normal, acute pharyngitis, carpal tunnel syndrome, sinus infection, suffocation, gastroenteritis, sore throat, fever, urethral pain, asthma, cardiovascular disease, unspecified, tobacco user ((current every day)- 0.30 packs/day), bleed in luteal cyst and follicular cyst of ovary. Family history included diabetes (paternal grandmother), hypertension (mother), myocardial infarction (father), ovarian cancer (maternal grandmother), uterine cancer (maternal grandmother), breast cancer and diabetes mellitus. Concomitant products included amoxicillin, estradiol, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), meloxicam and naproxen (naprosyn). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("vaginal yeast infection") with vaginal discharge, migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), uterine pain ("severe uterine pain"), back pain ("severe back pain") and weight fluctuation ("weight fluctuation"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced lung hernia (seriousness criterion hospitalization) with chest pain and dyspnoea, dizziness ("dizziness"), arthralgia ("hip pain"), suprapubic pain ("suprapubic pain") and abdominal pain ("right lateral quadrant pain") and was found to have weight decreased ("weight loss"). The patient was hospitalized on (B)(6) 2016. The patient was treated with piroxicam (paxil), promethazine, and surgery (ablation (B)(6) -2016, cauterization of two nerves to uterus apr16, total hysterectomy,bilateral salp.oophorectomy 6-may16 and tear repair (B)(6) 2016). Essure was removed on (B)(6)-2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction and abdominal pain had resolved, the menorrhagia, lung hernia, urinary tract infection, dysmenorrhoea, uterine pain, back pain, fatigue, weight fluctuation, mood swings, vaginal haemorrhage, urinary tract disorder, bladder disorder, weight decreased, dizziness, arthralgia, suprapubic pain, cystitis, vulvovaginal mycotic infection, nausea and weight increased outcome was unknown and the headache and migraine had not resolved. The reporter provided no causality assessment for lung hernia with essure. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suprapubic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Computerised tomogram abdomen - on an unknown date: 1. Normal appendix. Unremarkable kidneys without evidence of obstruction. 2. Status post essure sterilization procedure involving the fallopian tubes. 3. Left sided focal eccentric thickening rectosigmoid junction wall. The appendix is fluid on while he is a there is a hyper enhancement of the right and there is a well-formed is a 1 cm this is so subtle. 4. Probable partially collapsed right ovarian cyst with a blush of enhancement just anterior to the ovary. This may represent and closed ovarian cyst hemorrhage with venous stasis draining into the gonadal vein on the right.; on an unknown date: no urinary tract stones or obstruction. Normal appendix. Hysterosalpingogram - in march 2015: results: full occlusion of fallopian tubes; on (B)(6)2015: results: total bilateral occlusion.. Ultrasound abdomen - on an unknown date: suspected right ovarian cyst with prominent enhancement of the right adnexal location seen on CT scan of the pelvis from same date, rlq pain, torsion impression: 1. Negative for ovarian ischemia. 2. Small amount of free fluid in the cul-de-sac. 3. Tiny fluid collection within the endometrial space on the right side of the uterine fundus, likely related to some secretions or blood products. 4. No adnexal mass. Right ovarian simple cyst, likely functional.. Undergo an essure confirmation test: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: lot number added. Medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("heavy and prolonged menstrual cycles/ abnormal bleeding(menorrhagia)"), urinary tract infection ("urinary tract infections") and lung hernia ("tear that was expelling air into her chest cavity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (( (B)(6) 2009, (B)(6) 2014)), vision blurred, nauseous, hemorrhage in pregnancy, vomiting, fetal movements decreased and sinus operation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, acute pharyngitis, carpal tunnel syndrome, sinus infection, suffocation, gastroenteritis, sore throat, fever, urethral pain, asthma, cardiovascular disease, unspecified, tobacco user ((current every day)- 0.30 packs/day), bleed in luteal cyst and follicular cyst of ovary. Family history included diabetes (paternal grandmother), hypertension (mother), myocardial infarction (father), ovarian cancer (maternal grandmother), uterine cancer (maternal grandmother), breast cancer and diabetes mellitus. Concomitant products included medroxyprogesterone (depo provera) and meloxicam. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("severe pain during menstruation"), uterine pain ("severe uterine pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), headache ("headaches") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced lung hernia (seriousness criterion hospitalization) with chest pain and dyspnoea, mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), weight decreased ("weight loss"), dizziness ("dizziness"), arthralgia ("hip pain") and suprapubic pain ("suprapubic pain"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (cauterization of two nerves to uterus (B)(6) 2016, total hysterectomy,bilateral salp.oophorectomy (B)(6) 2016 and surgery (tear repair (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, abdominal pain lower, dysmenorrhoea, uterine pain, back pain, dyspareunia, vaginal discharge, fatigue, headache, weight fluctuation, lung hernia, mood swings, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, weight decreased, dizziness, arthralgia and suprapubic pain outcome was unknown. The reporter provided no causality assessment for lung hernia with essure. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, mood swings, pelvic pain, suprapubic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes. Undergo an essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs+mr: new events: mood swings, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, weight decreased, dizziness, arthralgia, suprapubic pain were added. Reporter, patient demographic information, all other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.